Event description:
A revision procedure was performed and the lead was surgically abandoned.

Manufacturer narrative:
The lead is expected to be surgically abandoned during the revision. This report will be updated if additional information becomes available.

Manufacturer narrative:
The related device was returned for analysis. Analysis of the device confirmed the high impedance measurements. No device deficiency was observed, which suggests the abandoned lead was the cause of the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead reported hearing beeping tones. Interrogation of the related device indicated the shock impedance measurement was greater than 125 ohms. The patient was hospitalized and a revision procedure was scheduled. No further adverse patient effects were reported.